Event description:
Additional information was received from the healthcare provider (hcp) reporting that the pump was always working perfectly. The issue was that the personal therapy manager (ptm) was not pairing with the pump. They stated that this was a common issue with the current ptms. They stated that actions/interventions taken to resolve the issue was that a new ptm was ordered. They were usure if the patient had received the new ptm.

Manufacturer narrative:
H11.:note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was malignant pain ¿ spine/back. The MRI tech reported that she had a note from the doctor's office dated (B)(6) 2025 that said, ¿the pump wasn't working, and they are having difficulty getting the pump to work and they are unable to fix the pump¿.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.